Event description:
As reported by the user facility: a new bag of nicardipine was hung and started at 12.5ml/hr around 2300. At approximately 0100 the pump began alarming ail and it was noted that the 250ml bag was empty.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was observed. Investigation results: the event reported was related to the damaged inner frame (holders) which requires replacement. Also damaged are operating unit and front frame with evidence of impact. The inner frame holders secure the pump frame to allow infusion control. Free flow or increased infusion flow occurs due to minimal pressure from slides on tubing's pump segment once door is closed, IV line change is completed and safety clamp opens. Technical safety check fails electronic and mechanical pressure and delivery accuracy. Performed preventive maintenance service. Log review shows on 6/17/2025 and 11:09pm an infusion start of 25ml/hr and 200ml (dl: nicardip). At 11:21pm infusion was stopped and pump placed on standby with a volume infused to 5.34ml. At 11:55pm pump was brought out of standby and an infusion start. On 6/18/2025 and 12:06am new rate was changed to 12.5ml/hr. At 1:03am air alarm stopped infusion with a volume infused to 21.59ml.